Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Complaints text (B)(6) 2018, bainr4. Caller sts that she is trying to return pump but didn't receive an envelope to return pump. Adv cust that le would be sent and to send pup back usps. Complaints text (B)(6) 2018; erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2018 agnewe1. Additional notes: ship to one time address of (B)(4). Complaints text (B)(6) 2018, agnewe1. Initial notes: my son's pump broke yesterday inquired what led up to the complaint. Customer response: customer slipped and fell on it and the screen turned white bumped/dropped/cosmetic damage t/s per (B)(4). Customer states the pump has been bumped. Adv to d/c from pump. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does not show signs of physical damage. Customer states the pump does not rattle when they shake it. Customer's outcome pertaining to the complaint: not able to finish t/s due to display anomaly initial notes: my son's pump broke yesterday inquired what led up to the complaint. Customer response: customer slipped and fell on it and the screen turned white display: flashing, white, or blank t/s per (B)(4). Adv to d/c from the pump at the qr. Customer reports display is solid white. No report of pump screen flashing when screen was turned on after being in sleep mode. Inquired what led up to the event. Found: customer slipped and fell on it and the screen turned white . Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Adv to place the pump in storage mode: remove battery, press and hold the back button until the screen turns off. Expl rpl policy. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: sending rlp pump ship: rlp pump / return: pump.

Manufacturer narrative:
Device received stuck in blank-flashing white lcd due to cracked lcd controller on electrical board. Unable to perform displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unable to verify missing segments and partial display due to blank-flashing white lcd.